Manufacturer narrative:
A field service engineer (fse) adjusted the reagent syringe and cleaned the vacuum drying for the reagent and sample probe. The fse completed a precision check 21 times and the result was passing. They also compared 14 samples between the c311 and a c501 and the difference between the results is within acceptable limits. Due to insufficient information, a root cause was unable to be determined.

Event description:
There was an allegation of questionable tina-quant hbalc gen. 3 results from the cobas c 311 analyzer. Sample (B)(6), initial result from the c311 was 5.5% with a repeat result of 5.5%, and two additional repeat results of 6.1% and 5.6% from a c501. Sample (B)(6), initial result from the c311 was 11.6% with a repeat result of 11.6, and two additional repeat results of 10.5% and 11% from a c501. The questionable results were not reported outside of the lab.

Manufacturer narrative:
The serial number of the cobas c 311 analyzer is (B)(6). The investigation is ongoing.